Manufacturer narrative:
Age at the time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: device was returned for analysis. Examination of the device revealed that the device was returned in two sections. One section contains the telescope and hub, the other section consists of the sheath. In the sheath section the imaging core was not present, instead a black wire was found inserted through the sheath. At the distal tip of the sheath in the guidewire rail a second guidewire (green) was found. There was a damage observed in the guidewire exit port assembly. The green guidewire returned has been removed successfully and a test guidewire (0.014") was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on the device analysis completed on 31jul2015. It was reported that guidewire exit port damage and guidewire stuck occurred. The 90% stenosed lesion was located in a moderately tortuous and calcified unspecified target lesion. An opticross&#10249;imaging catheter was selected to visualize the lesion. During a procedure, the guidewire exit port of the imaging catheter was flattened and consequently, an unspecified guidewire got stuck. The physician then intentionally cut the device, and inserted an unspecified guidewire in order to push it. The distal sheath of the device and the guidewires were then successfully removed as one unit. The procedure was completed using another of the same device. No patient complications were reported and the patient's status is good. However, device analysis revealed of a detached sheath.